Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter and charging cable. There was no reported adverse impact to the customer's blood glucose level. New charging supplies were sent to customer. Customer has alternate insulin therapy available if needed.